Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon was able to press the green button and squeeze the handle, there was a stream of staples on both sides, but section has an incomplete staple line on more than 3/4 cm. There was a perforation/tissue damage at the top near the left pillar of the stomach near the esophagus. The surgical time was extended 40 minutes. The surgeon manually sutured the damage near the esophagus then fibroscopy for drainage was also done by pigtail draining then patient was subjected to 2 months of fasting. Endoscopic drainage and extended antibiotic therapy was provided. Patient experience extended hospitalization for 2 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon was able to press the green button and squeeze the handle, there was a stream of staples on both sides, but section has an incomplete staple line on more than 3/4 cm. There was a perforation/tissue damage at the top near the left pillar of the stomach near the esophagus. The surgical time was extended for more than 30 minutes. The surgeon manually sutured the damage near the esophagus then fibroscopy for drainage was also done by pigtail draining then patient was subjected to 2 months of fasting. Endoscopic drainage and extended antibiotic therapy was provided. Patient experience extended hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon was able to press the green button and squeeze the handle, but the device simply cuts the tissues without deploying the staples, causing damage to the stomach. The procedure was extended for more than 30 minutes. The surgeon had to suture over stomach to complete the case.